Event description:
It was reported that the pt received a znn cmn nail 13mmx38cm 130 r on the right side on (B)(6) 2011 and underwent revision surgery on (B)(6) 2012, due to "a fracture of the intramedullary rod just superior to the dynamic screw as well as a non-union of the inter-trochanteric fracture of the right hip.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measure is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).